Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer picked up pump by the tubing resulting in the cartridge tubing separated from the cartridge. Customer's blood glucose ranged from 400-499 mg/dl a cartridge change was performed to resolve the issue.